Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date at the compounding facility, the empty flexible solution container was filled with unspecified volumes of fentanyl citrate 10 mcg/ml and 09% sodium chloride. The customer contact reported that the solution container was placed in a shipping container and shipped to an end user. It was reported that after the solution container was removed from the shipping container at the end user, solution leaked from a hole, approx 1 inch in length, below the hanger hole on the solution container. Though requested, no additional info was provided.